Event description:
The customer contact reported that the pt received less medication than intended. The tubing set was being used for delivery of an unspecified concentration of fentanyl and 0.125% bupivicaine in 250ml of normal saline via epidural route at a rate of 10ml/hr using a gemstar pump. On (B)(6) 2011, at 1330, the delivery was started. At 1521, the pt reported a pain level of "9" on a scale of 1 to 10. The physician was notified. At an unspecified time, the pt was treated with a 6ml bolus delivery of 30mcg fentanyl and 7.5mg bupivicaine. At 1635, the pt reported a pain level of "6". At 1641, the pt reported a pain level of "3". On (B)(6) 2011, at an unspecified time in the morning, 245ml remained in the solution container. The tubing set and the pump were replaced and the therapy was resumed. During testing at the user facility, the device delivered less than intended using a test gemstar pump. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The lot number of the device that was in use is unk. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 961925h and 962285h. This report represents all the info known by the reporter upon query by hospira personnel.